Manufacturer narrative:
According to the instructions for use (IFU), bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post-surgical bleeding (including hematoma development) may occur immediately after the surgery or there may be a delay. In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the exact cause of the perioperative hematoma cannot be confirmed. However, it is possible that patient factors (coagulopathy problem due to cirrhosis and warfarin use) may have contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(6) post-marketing surveillance reporting system, a hematoma was observed on the groin five days after a transfemoral tavr procedure for a 26mm sapien 3 valve. At the beginning of the tavr procedure, percutaneous access was obtained on the right femoral artery without issues. The tavr procedure was completed successfully. The patient was doing well post procedure. 5 days post tavr, a hematoma on the right iliacus muscle was found and the patient underwent an intravascular radiology (ivr) treatment with catheter (coil embolization). The patient had a bleeding tendency due to liver cirrhosis. Furthermore, the patient was taking warfarin because a pre-existing mechanical valve in the mitral position. After the coil embolization procedure the patient was bleeding from multiple locations due to the coagulopathy and passed away on post-operative day 26 due to cerebral hemorrhage.